Manufacturer narrative:
(B)(4). Physio- control performed an initial evaluation of the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control failure analysis center further evaluated the customer's device and verified the reported issue. The device had displayed all three icons (attention, charge-pak and service wrench) and would not power on. The device was powered on using a power supply, and the device data was downloaded and reviewed. The device data indicated that the hybrid layer capacitor (hlc) batteries had dropped to a very low state due to prolonged on time which resulted in the device to display all three icons and not power on. The root cause was determined to be the hlc batteries dropping to a low state resulting from prolonged device on time.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.